Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of above 600 mg/dl with severe ketones. The contact required assistance from health care provider with backup therapy. The customer reverted to manual injections to stabilize bg level. During troubleshooting with tandem technical support, review of the pump history revealed multiple occlusion alarms. The contact stated that the customer resumed insulin delivery with the first occlusion and after supplies were change. As tandem technical support was not contacted at the time of the reported issue, a system check was not performed. In addition, the contact reported that the pump fill estimate was noted to be inaccurate. The contact was instructed to reloaded the same cartridge and the issue was resolved.